Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ias computer was not booting up due to an invalid configuration. The ias configuration file was restored. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the site was unable to turn on the image acquisition system (ias). It was noted the battery charge light was illuminated and the battery levels appeared to be charging. The site checked the safety key and confirmed it was in the on/unlocked position. This issue was noted outside of a procedure, and there was no patient involvement.